Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filled to include additional information.

Event description:
It was reported that this patient had received inappropriate shocks due to oversensing of artifacts while driving their car. System evaluation was performed and the noise was reproducible. The system was reprogrammed to secondary sensing vector. Imaging was also performed but was unable to confirm a connection issue. Subsequently, a revision procedure was performed to full insert the electrode into the device. The device passed all testing after full insertion. No additional adverse events were reported.